Event description:
Broviac catheter was being flushed with ns and catheter dissected and the internal part of the broviac came out through the dissected part of the catheter. Broviac was clamped and surgery was call and discontinued line.